Event description:
It was reported that during an implant attempt, the physician stated the "front tip of lead was too soft" and the lead could not reach the target position. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.